Event description:
The rep is reporting that during a shoulder procedure, spiralok anchors were implanted into the bone and the head came off as the surgeon pulled on the suture. 3/4 of the broken anchor bodies were left in the bone. A total of three anchors broke and three other anchors were implanted to complete the case with no further incident or harm to the patient. The procedure was extended for one our. [See also associated mdrs 1221934-2006-00235 and 1221934-2006-00237].

Manufacturer narrative:
The product is not being returned and not lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. The complaint does not mention as to the bone quality of the patient, or if an awl or tap was used. It is possible that either the device was being inserted off axis or that the patient had very hard bone, which would call for tapping. In either case, enough excessive mechanical force or stress put upon the device while attempting to insert into bone could have caused the heads to be torqued off. We believe that this is a technique issue. The procedure was extended for one hour and although no patient consequences have been reported as a result of this, we are filing on the potentiality that harm to the patient could occur due to a prolonged procedure. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.